Event description:
Olympus was informed that there were holes on one of the tubing sets sterile packaging. This is a sterile barrier breach. There was no patient involvement. The device was not used on a patient. No further information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. A total of 2 boxes containing 10 pouches each was returned by the user facility. A visual inspection of the device was performed and found several indentations and imprint marks on the packaging. In addition, at the film side of the pouch, a hole was seen on the igs bracket adapter. Improvements to the packaging design has been made to add additional packaging material which include a white protective netting to cover the top subassembly and igs boss adapter. The device history report showed no packaging related defects.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The complaint was confirmed. A physical inspection conducted found small indentations made by the starlink adapter boss on the housing. The product was removed form the sealed pouch. The pouch was filled with water to test for leaks. It was observed that the pouch had tiny holes that allowed water to seep through. A two year micro strategy shows no trend in punctured sterile packaging.